Event description:
It was reported that oversensed crosstalk on the ventricular channel after an episodal pacing was observed. The patient is a pacemaker dependent. Pacing was inhibited by the crosswalk for 3 seconds. The sense/pace portion of the lead was replaced.